Event description:
It was reported to philips that the battery is malfunctioning. There was no patient involvement.

Event description:
It was reported to philips that the battery is malfunctioning. There was no patient involvement.